Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that patient was stable post procedure.

Event description:
It was reported that during implant procedure the right ventricular lead measurements were not adequate. The physician selected a new lead to implant and the procedure was successful. No additional information available.